Event description:
It was reported by a company rep that a neurologist informed her of a high impedance case. At the moment good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.